Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va016uc, implanted: (B)(6) 2012, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative that the patient had uncomfortable stimulation and lack o f symptom improvement. Impedance test was conducted, and showed none of the electrode combinations were out of acceptable range. The implantable neurostimulator (ins) was replaced, and a new lead was added on the day of the report. The old lead was left in place, but was not attached to the ins. The issue was reported as resolved, with the patient alive - no injury.

Manufacturer narrative:
Analysis found no anomalies in the ins.

Event description:
See device analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.